Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 630-640 mg/dl. Cause was not known. Customer delivered a correction bolus and drank water to address elevated bg level, however, they received third party assistance from paramedics, who took the customer to the hospital. The customer was taken to the emergency room (ER) on (B)(6) 2022 and they were subsequently hospitalized in the ICU. The customer received IV and fluids of saline and insulin to address the bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.